Event description:
An endurant ii stent graft system (etbf2820c166ej and etlw1610c156ej) was implanted during the endovascular treatment of an abdominal aortic aneurysm. It was reported that a CT scan taken approximately 10 years and 3 months later, identified an undetermined endoleak. It was noted that there was a side leak type 1a (indeterminate) at the neck, with no inflow into the aneurysm sac. Intervention was performed and an etuf2514c102ej stent graft was implanted. However, it was suspected that a minor type I endoleak remains. It was noted that after deployment of the etuf2514c102ej, the lactate dehydrogenase (ld) levels increased to 1000, and hemolysis was observed. Per the physician the cause of the events is undetermined. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: additional information received: it was reported that the endoleak observed after implantation of the etuf2514c102ej was located in the same area as the endoleak previously observed with the etbf2820c166ej stent graft. It was also confirmed that there are no allegations regarding the etlw1610c156ej limb. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Film analysis the reported endoleak was confirmed; however, the cause and exact the exact endoleak subtype could not be fully determined based on the limited imaging available. Lack pre-implant CT scans did not allow for assessment of the pre-implant anatomy. Complete CT imaging before and after intervention was not available for a thorough evaluation of the endoleak. Endoleak interrogation via selective angiograms (i.e., injecting contrast at different levels within the aneurysm sac) was also not available for review. Analysis of the limited images did not reveal any out of specification stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.